Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible os issue was reported with the adc device in use with honor x6 with android operating system version 12. The customer was unable to access their freestyle librelink account due to incompatibility issues. As a result, the customer was unable to monitor glucose with sensor readings and experienced weakness, immobility and was unable to self-treat. The customer was provided food by a third party for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An incompatible os issue was reported with the adc device in use with honor x6 with android operating system version 12 and app version 2.10.1.10406. The customer was unable to access their freestyle librelink account due to incompatibility issues. As a result, the customer was unable to monitor glucose with sensor readings and experienced weakness, immobility and was unable to self-treat. The customer was provided food by a third party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported incompatible device. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy note 10 with android 12 for app version 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.